Manufacturer narrative:
(B) (4) - off label use in the vasculature. Evaluation summary: the device was not returned for investigation and there is insufficient information in the complaint description to determine a probable root cause for this event. However, per the instructions for use: the xceed stent delivery system (sds) is "designed to deliver the self-expanding stent to the biliary tree", not the vascular system as was reported. The use of the xceed sds in the vascular system would be considered off-label usage. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
Symptoms/ae: in-stent restenosis. Time of ae: unk. It was reported that in-stent restenosis occurred in an xceed stent. The date of stent implantation in the superficial femoral artery (sfa) was not provided. The stenosed stent was dilated using a fox plus balloon. The fox plus balloon ruptured at 8 atmospheres during the first inflation. The entire balloon was removed from the pt without difficulty, and there was no adverse pt effect reported. Though requested, no additional information was provided.